Event description:
Pt allegedly diagnosed with methicillin resistant staphylococcus aureus (mrsa) 2 weeks after a right hip proceudre. Based on documented medical opinion, it is very unlikely the cement mixing unit could have carried the mrsa from manufacturing to the operating room. It is more likely that this infection was introduced from the hospital. Pt was being cared for and monitored in the hospital post surgery when the infection was noted. Pt received irrigation and debridement and IV antibiotics as treatment. Pt is reported to be in good health.